Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is noted as deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified curved openings, flat creases, and brown particles. A leak test was performed which identified three openings. A microscopic analysis was performed which identified three curved striated openings on the valve and the anterior side assessed as surgical damage. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a curved striated opening assessed as surgical damage.

Event description:
Device has been explanted.